Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article received titled, " improved kinematics of total knee replacement following partially navigated modified gap-balancing technique". Literature article "improved kinematics of total knee replacement following partially navigated modified gap-balancing technique" (2014) by clemens baier & wolfgang fitz & ben craiovan & armin keshmiri & sebastian winkler & robert springorum & joachim grifka & johannes beckmann published by international orthopaedics doi 10.1007/s00264-013-2140 x was reviewed. The article purpose: to combine the advantages of navigated tka with a modified gap-balancing technique, and to compare and double check bony cuts and the results of the modified technique to conventionally navigated tka. The article reports: all 40 patients received a standard, cemented, cruciate-retaining (cr) condylar prosthesis with fixed platform (pfc sigma). No patella replacements were used. Cement was used although the manufacturer was not disclosed. There were no direct surgical-related complications during the follow-up period. One patient developed a urinary tract infection four days postoperatively, which was successfully treated with antibiotics for five days. Another patient had an ischaemic stroke six weeks postoperatively, with full recovery after neurological treatment. Clinical scores (kss, womac) showed no significant differences preoperatively or at the latest follow-up. All patients improved overall post-operation. Depuy products involved: pfc sigma fixed-bearing. Complications: cerebrovascular accident.